Manufacturer narrative:
The device passed displacement test and selftest. Pump error 63 confirmed in pump history due to broken trace at keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states

Event description:
It was reported that the audio does not turn down anymore of the insulin pump. The customer¿s blood glucose level was unknown at the time of incident. During self test hardware low level failure occurred. The customer was able to rewind the insulin pump. The customer reported that the self test passed. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.